Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The sample was not provided and no digital images for evaluation therefore the reported condition could not be confirmed. The root cause and corrective actions could not be identified. However, based on previous evaluations from physical samples returned for a similar condition, the most likely root cause could be a workmanship issue. A gemba walk through of the manufacturing process was conducted and concluded that the potential root cause may have occurred during the assembly process. The standard work instructions will be updated to improve the assembly process. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when the nurse was attempting to pull the stylet out, the blue cap came off and the sharp end of the stylet poked the nurse in the finger. The nurse is safe and okay now.